Manufacturer narrative:
Investigation summary: one 3ml syringe was received in an opened blister pack from batch #8250610 (p/n 309657). A visual inspection was performed, and excess silicone was observed inside the syringe. There was a pooling of silicone observed on the stopper, and when the plunger was retracted stringing occurred between the stopper and the roof of the barrel. The amount of silicone observed is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Potential root cause for the excess silicone defect is associated with assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip as the rn was getting ready to draw up medication there was a "goopy" substance in the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip as the rn was getting ready to draw up medication there was a "goopy" substance in the syringe.